Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the possible cross table lateral view identified hip arthroplasty dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk, unknown femoral head, unk. It is unknown if the product will not be returned to zimmer biomet for investigation, location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-01386.

Event description:
It was reported that a patient is being considered for a hip arthroplasty revision due to unknown reasons. Attempts have been made and no further information has been provided. No additional patient consequences were reported.